Event description:
It was reported that during preparation for a peripheral diagnostic procedure, foreign matter was found in the device. According to the customer " he took the catheter out of the package, he flushed it, it flushed fine. He loaded the guidewire (outside the patient) and the guidewire pushed out a single piece of plastic debris. After the debris came out, they went ahead and used this device successfully." No patient complications or injuries were reported. Patient status is listed as "no harm."